Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that the customer had difficulty inserting the intra-aortic balloon (iab) through 8fr and 9fr sheaths. A new iab was used but the same issue occurred. A third iab was inserted to continue therapy. There was no patient harm or adverse event reported. This report is for the 2nd iab used in this event. A separate report has been submitted for the 1st iab under mfg report number 2248146-2023-00498.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).